Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. (B)(4). Device evaluation: product evaluation was not performed because according to the initial report, the lens remains implanted in the patient¿s eye. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released per specification. A search of complaints related this production order (po) was performed. No other complaints have been received for this po number. Conclusion: based on the results of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was dislocated in the patient's left eye as the patient had poor bag support. The patient complained of blurriness and cloudy vision for 5 months. The iol was repositioned, with scleral fixation, and a pars plana vitrectomy was required. Through follow-up it was confirmed that the patient is doing well post repositioning. The patient's last visit was on (B)(6) 2020, the iol was centered, uncorrected vision was 20/50, and the patient pin holed to 20/30. No additional information was provided.